Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a drain complication during drain 1. Troubleshooting could not clear the alarm and treatment was discontinued. When the patient opened the cassette door some drops of fluid were found. The patient was advised to contact his nurse. The cycler was replaced. During follow up the patient's nurse reported the patient had not had any adverse event related to the leak. The source of the leak could not be confirmed. The cassette was discarded.